Manufacturer narrative:
Patient demographics such as age, date of birth, and weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed bubbles in the wash pump assembly. The wash valve stator and seal were replaced, and the pump assembly was cleaned to resolve the issue. After the repairs were completed all verification testing passed within published performance specifications. The cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, however, no one component can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient. The sample from the patient was reanalyzed using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower result, above the assay's normal reference range, was obtained. The sample was also retested using an I-stat instrument and a lower result was obtained. The customer stated the non-reproducible access accutni+3 results were reported from the laboratory. The customer stated there was no change or impact to patient care or treatment in association with the non-reproducible access accutni+3 results. Quality control (qc) recovery was within the laboratory's established ranges prior to the event. The customer reported receiving wash valve/pump motion errors at the time of the event. Customer technical support (cts) assisted the customer with cleaning the wash valve. The customer performed a system check after cleaning the valve and the results failed. The sample was collected in a green top tube. The customer did not supply the sample centrifugation parameters such as speed, time, and temperature. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.